Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: there was "blood leakage during the collecting of blood."